Manufacturer narrative:
(B)(4). In this case the customer reported that when they pressed the ¿up pedal ¿on the multifunctional footswitch (mffs) the couch moved in the down direction and when they pressed the ¿down pedal¿ on the mffs the couch moved in the up direction. The philips field service engineer (fse) reported that there was no harm to a patient, operator or bystander. The fse reported that the incorrect motion was stopped when the pedal was released, the fse could not confirm any un-commanded motion. The fse reported ¿s_command_button_stuck_error¿ in the error log. The fse has removed the foot pedals and inspected and reinstalled them to resolve this issue. The fse tested the mffs system for proper operation.

Event description:
In this case, the customer reported that when they pressed the "up pedal" on the multifunctional footswitch (mffs), the couch moved in the down direction, and when they pressed the "down pedal" on the mffs the couch moved in the up direction. The philips field service engineer (fse) reported that there was no harm to a patient, operator or bystander. The fse reported that the incorrect motion was stopped when the pedal was released, the fse could not confirm any uncommanded motion.